Event description:
Customer initially reports the tip broke off- no injury reported. On (B)(6) 2015 customer reports that one blade of tenotomy scissor broke off and fell into surgical site during excisional skin surgery and was retrieved with no issues. No harm to pt.

Manufacturer narrative:
On 02/12/2015 integra investigation completed. Method: failure analysis, device history eval. Results: failure analysis - scissors returned in used condition, not showing any unusual markings. The scissors show wear, and staining. It appears that the finish is discolored. It is noticed there is staining and fret marks. There alo are notches/chips in the blades. Device history eval- DHR review was completed with all history available. Nonconforming product report/ nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history. Variance authorization/ deviation history: none engineering change order / manufacturing - change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard eval history: none. Conclusion- the complaint report has been confirmed; the root cause has not been identified as a workmanship or material deficiency.